Event description:
Patient had hip joint replacement last fall. Approx. 6 weeks post surgery, developed episode of sepsis involving right hip; successfully treated with antibiotics and wound care. Presented this admission with acute pointing abscess right hip. Taken to or several times for debredement; antibiotics given; local wound care done. Patient eventually transferred to another hospital for possible removal of implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.